Manufacturer narrative:
Follow-up #1 03/02/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 02/01/2012 with the following findings: there was no data found in the black box or download histories from the time of the reported hospitalization due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the patient experienced blood glucose (bg) between 300 mg/dl and 400 mg/dl on (B)(6) 2011. He said that the patient was admitted to the emergency room (ER) on (B)(6) 2011 with a diagnosis of diabetic ketoacidosis (dka). The family member reported that the patient was experiencing nausea and vomiting on admission to the ER. He noted that the patient's bg on admission to the ER was 360 mg/dl, and by the end of the phone call with animas customer support (cs), the patient's bg was 247 mg/dl. He stated that the patient was taken off the pump and placed on an insulin drip, and that she was to be admitted to the hospital. A family member reviewed the pump with cs and found that the pump's time and date settings are correct; basal rates are correct; and that the bolus history matches the total daily dose. Review of the prime history indicated that the last site change occurred on (B)(6) 2011. The family member reported that the cannula did not appear to be bent, and he was not aware of any scar tissue. Troubleshooting indicated that there were no mechanical issues with the pump, and no reported issues with the insulin. The pump is not being returned at this time, and there have been no further reported incidents. This complaint is being reported because the patient allegedly experienced elevated bg with symptoms of dka while using the pump.

Manufacturer narrative:
Animas insulin infusion pump. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/21/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.